Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with phrenic nerve stimulation. During explant procedure, the pulse generator set screw were stripped. The device was explanted and replaced. The patient no long experienced muscle stimulation. The patient would be followed normally.